Event description:
The facility staff had contacted the MFR's service organization on july 11, 2008 requesting a preventative maintenance (pm) be performed on the reported serial number. The MFR's service rep followed up to perform the pm and was informed by the staff that a therapeutic plasma exchange (tpe) procedure was performed on a pt in 2008. The pt expired post treatment later that evening. The MFR's service rep notified the MFR of this event. Per the physician, the pt had advanced ovarian cancer who came in with acute ttp (thrombotic thrombocytopenia purpura). Although the pt was less than stable the facility staff elected to perform a tpe procedure. The pt threw a pulmonary embolism and expired later that evening. There was no allegation that the machine caused or contributed to the event. The machine was verified to be within specification. The blood tubing set used on the machine was not available for investigation. No add'l info will be released by the facility without the pts family consent.

Manufacturer narrative:
The device performed to specification. There was no allegation that the device caused or contributed to the death. The pt expired post treatment. In addition to the pt having advanced ovarian cancer the pt also had acute thrombotic thrombocytopenia purpura (ttp). A pentad of symptoms have been associated with ttp: thrombocytopenia, microangiopathic hemolytic anemia. Neurological abnormalities, renal failure and fever. Based on the mfrs investigation the cause of the event is not device related and is likely due to the pt's condition. However, no add'l info will be provided to the MFR without the pt families consent.